Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage test was performed and passed. Pairing with nordic bluetooth device was performed and passed a review of the bin file was performed and signal loss was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D4 UDI - correction . D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation/correction . H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional. H6: investigation findings - additional. H6: investigation conclusion - additional.